Manufacturer narrative:
Approximate age of device - 15 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a cerebral hemorrhage. The event was reportedly not pump related, but due to the patient's anticoagulation.

Manufacturer narrative:
The product was not returned for evaluation. A correlation between the device and the patient¿s outcome could not be conclusively determined. However, the heartmate ii IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.